Event description:
It was reported that a patient with an artificial urinary sphincter (aus) device experienced recurring incontinence. It was noted that the patient had the device for 8 years, and the physician found the urethra had slightly narrowed, which led to the decision to replace the device. During the procedure, the device was explanted without any complications. An endoscopic examination revealed there were no significant issues, so it was decided to proceed with implantation of a new aus device. After securing the abdominal space, significant bleeding occurred while attempting to secure the urethral space. The bleeding was controlled approximately two hours later. However, due to the patient's condition, the physician decided to not implant a new aus device. The patient is currently receiving medication based treatment to allow time for recovery. There were no further patient complications. This report is for the bleeding and aborted implant procedure.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The pump passed visual inspection, leakage testing, and functional testing with no damage or abnormalities observed. The balloon passed visual inspection and leak testing; however, it did not pass functional testing, showing an output pressure of 71.5 cmh2o, which is above the specification range (61-70 cmh2o). The balloon not passing functional testing could have caused or contributed to the device performance; however no product allegations were made. The reported patient symptom of hemorrhage is a known risk associated with this device type and is indicated as such in the instructions for use.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) device experienced recurring incontinence. It was noted that the patient had the device for 8 years, and the physician found the urethra had slightly narrowed, which led to the decision to replace the device. During the procedure, the device was explanted without any complications. An endoscopic examination revealed there were no significant issues, so it was decided to proceed with implantation of a new aus device. After securing the abdominal space, significant bleeding occurred while attempting to secure the urethral space. The bleeding was controlled approximately two hours later. However, due to the patient's condition, the physician decided to not implant a new aus device. The patient is currently receiving medication based treatment to allow time for recovery. There were no further patient complications. This report is for the bleeding and aborted implant procedure.